Event description:
Company rep reported on behalf of a health professional, the removal of a lap-band system. Pt provided add'l info noting the port and band were replaced during separate surgeries due to an alleged leak. The event was first noticed when the pt would have frequent fills, but felt no restriction and was not losing weight. The surgeon performed a port replacement surgery, but the leakage did not resolve it. Diagnostic testing was performed and found the band was "leaking in 3 places." The surgeon performed a band-only replacement which resolved the alleged leakage.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."